Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported byt the patient's daughter that after a recent device check, the patient complained that the device was 'not always treating their heart.' The patient's daughter also reported that the patient might also have complete heart failure. Medications were prescribed after the device check and the device remains in use. Follow up was attempted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.